Manufacturer narrative:
Section d10: concomitant products. - optetrak logic fit tibial tray cemented sz 4f, (cat# 02-012-45-40). - optetrak logic tibial insert cr size 4. - patella. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 62 year male patient had an original exactech tka done in the past. The patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a tka full revision. The patient had revision surgery on (B)(6) 2023. Patient was revised to competitor's device. There was no breakage of device. There was a 30-45 mins surgical delay; however, the patient did not experience any adverse events as a result. Images received. The devices are not available for evaluation due to devices discarded at the facility.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, d1, d4, g4, h6 MDR section codes updated/corrected: a, b, c, d, e, g h4: unknown the reason for the revision reported cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall and prosthesis wear of the tibial insert. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the male patient had an original exactech tka done in the past. The patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a tka full revision. The patient had revision surgery. Patient was revised to competitor's device. There was no breakage of device. There was a 30-45 mins surgical delay; however, the patient did not experience any adverse events as a result. Images received. The devices are not available for evaluation due to devices discarded at the facility.